Manufacturer narrative:
The device intended for use for treatment was returned for evaluation. The reported problem was visually confirmed. The top bearing cover screws are loose because it was found that the epoxy was not applied to the bearing cover screw threads. This allowed the lead screw to move, where the t2 and t3 values would be unattainable. Although the reported problem was visually confirmed, a functional evaluation was performed. The initial handpiece characterization test showed a tick range of: 1183 (fail), 1182 (pass), 1184 (fail). These values indicate the snap-lock transversal distance was not within the specified range. The loose top bearing screws allowed the lead screw to move during use. The top bearing cover screws were tightened before running the handpiece characterization test twice more. The handpiece passed characterization both times with the tick range values being 1182 and 1182. This confirmed that the loose top bearing screws were the cause of this event. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the handpiece and failure mode(s) "jamming / seizing" identified similar events. The most likely cause of this event is the operator error in the manufacturing process where the epoxy was not applied to the bearing cover screws¿ threads. No further containment or corrective actions are recommended at this time.

Event description:
It was reported that during preventive maintenance the handpiece does not complete its test. Missing t2 and t3 values. No patient involved.